Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the reported failed downstream occlusion pressure test which was reproduced as a constant downstream occlusion alarm. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification.the device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed the downstream occlusion occlusion pressure test. It was also reported there was no patient injury.